Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 20mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a hole in the guidewire lumen.

Event description:
It was reported that there was a hole in the balloon. A 4mm x 120mm x 150cm sterling sl balloon catheter was selected for use in a peripheral angioplasty procedure. While inserting the device over the wire, a hole in the balloon was observed. The device was not introduced into the patient's artery. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that there was a hole in the balloon. A 4mm x 120mm x 150cm sterling sl balloon catheter was selected for use in a peripheral angioplasty procedure. While inserting the device over the wire, a hole in the balloon was observed. The device was not introduced into the patient's artery. The procedure was completed with another of the same device. No patient complications were reported.